Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by customer that during use (iab) intra aortic balloon was showing an abnormal arterial line waveform with a pressure of 300/300 mmhg on a newly arrived post-or patient. Customer attempted to aspirate the inner lumen without success. It was determined that the inner lumen was clotted and needed to be capped, with the transducer tubing disconnected and discarded. The inner lumen was to be labeled ¿do not use¿ due to thrombus risk. There was no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. An emergency support call was received from (B)(6), an rn in the cvicu, regarding an arterial line waveform issue in a post-operative patient. The arterial pressure was reading an abnormally high 300/300, and attempts to aspirate the inner lumen were unsuccessful. It was determined that the inner lumen was clotted. Guidance was provided to cap the clotted lumen, disconnect and discard the transducer tubing, and label the lumen as ¿do not use¿ due to thrombus risk. (B)(6) confirmed the patient had a radial arterial site, which was successfully transduced to the pump with support. No patient harm or injury was reported. Based on the description, the clotted inner lumen of the arterial line due to improper flushing or maintenance post-operatively, leading to inaccurate pressure readings and potential thrombus risk. The inner lumen occlusion was confirmed during the support call, however it is impossible to define the root cause since the product was not returned for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.